Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. No septum fragments were identified during the performance of the fragmentation test for medical needles in accordance with iso 7864:2016, annex b. The needle presented the expected anti-coring treatment. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported that staff were drawing up medication from a vial with a rubber membrane. Remnants of the membrane were noticed in the cannula. Please see picture. At which angle does the customer penetrates the membrane? 1. There are no specifics on the exact angle, however the client is well experienced and has not expressed these situations before. Was the vial with a rubber membrane a new one or was it already used before? 2. It was described as a new one. Was it the first time the membrane was penetrated? If not, then how many times did the membrane was penetrated before an issue was discovered? 3. It was described as a one-time occasion before the membrane was first noticed.